Manufacturer narrative:
(B)(4). Reporter's causality assessment: unknown.

Event description:
(B)(4). Initial report: this non-serious spontaneous rumor report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case is associated with case (B)(4) by reporter. This case involves a number of patients (nos) who showed little nodules after receiving poly-l-lactic acid (sculptra) therapy. No further information was available.